Manufacturer narrative:
(B)(4)

Event description:
It was reported that an oversensing of myopotentials had resulted in a high ventricular rate. Device reprogramming was performed and the patient was noted to be in good condition.